Event description:
The customer reports that in 2007, five patient samples tested positive for troponin in one run on the advia centaur tni-ultra assay. Also, in the same run, one sample tested positive on the advia centaur bnp assay. Upon repeat, all of the samples were normal. There was no indication of system malfunction and quality controls were within range. Based on the positive troponin results, three of the five patients were given heparin. All five were admitted to the hospital. No injury resulted from this treatment.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site and determined that wash 1 reservoir was empty and as a result, the sample wash was inadequate and caused the discrepant samples. The instrument did not signal that the wash 1 reservoir was empty. The fse replaced the wash 1 fluid sensor, the fluid giob board, the wash 1 vent valve, the wash manifold junction block, the wash 1 bulk bottle, and all the associated tubing. After this service, the instrument was running as intended. For MDR reporting purposes, this event is considered closed.